Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic appendectomy, when articulating the instrument it was not possible to set the magazine in the zero degrees. Another handle was used to complete the case with the same reload. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted articulation lever was slightly articulated to the right when in the neutral position. During functional testing it was observed that the instrument could not be loaded with a single use loading unit. An access hole was cut into the instrument body for visualization of internal components. This examination observed a disengaged component within the instrument body. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the instrument articulation lever is forced to articulate while the jaws of the reload are obstructed from articulating. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic appendectomy, when articulating the instrument it was not possible to set the magazine in the zero degrees. Another handle was used to complete the case. There was no patient harm.